Event description:
It was reported by service report that the scale is not stabilizing and the weight is off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - load cell.